Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump battery compartment was cracked and evidence of moisture ingress was inside the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black box and duplicated in the evaluation. Review of black box history found power-on-reset event on the complaint date. Battery compartment crack was found on the side of the compartment extending from the threads to the case seal. Moisture corrosion was found inside the compartment. Both the returned and a test battery cap were able to secure to the pump and maintained electrical connection. The pump lost power when the battery caps were loosened by half a turn, power lost was duplicated. With the battery cap fully tightened. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. A battery compartment leak was demonstrated in a leak test. Pump casing was opened and no intermittent condition or evidence of moisture intrusion was found inside the pump.